Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient diagnosis of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and utilization of the cycler and cycler set. The patient culture result was pseudomonas which is commonly found in the environment, especially water and soil. The pd nurse reported that there were no reported leaks or issues with the cycler or cycler set and no allegation of a product defect, malfunction or deficiency for this event. Based on the available information and no allegation of a defect, malfunction or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s pseudomonas peritonitis.

Event description:
On (B)(6) 2020 the spouse for this female patient on peritoneal dialysis (pd) contacted customer service and reported the patient has peritonitis. Upon follow up with the pd registered nurse (pdrn) it was reported that the patient presented to the emergency room (ER) on (B)(6) 2019 with symptoms of nausea and vomiting. The patient was subsequently admitted and diagnosed with peritonitis. The pd effluent culture results were not available; however, the patient¿s physician reported the culture grew pseudomonas (species unknown). The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g (frequency and duration unknown). The patient was still hospitalized at the time of the call. The cause of the peritonitis has not been determined. There was no alleged leak with the cycler set or any other issue with a fresenius product.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.